Event description:
A patient had dull pain on the area on implant placed, #25. The dentist removed the implant as a precaution in case the patient had an undiagnosed metal allergy. Patient was referred to an allergist for further testing.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found within specification. Although rarely, titanium allergy is a known contraindication for dental implants. The patient would need to be tested by allergist to determine whether the patient has a metal allergy or not. The dentist removed the implant as a precaution since the patient was complaining of dull pain.